Manufacturer narrative:
The device was received for evaluation. A review of event history log identified a system error 20603 (monitor motor runaway). Functional testing was performed which identified the door not closing properly. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was related to a defective lvp mechanism. The lvp mechanism would be replaced to resolve the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a system error 20603 (monitor motor runaway). This was observed in the biomed service department. There was no patient involvement. No additional information is available.